Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and non-malignant pain. It was reported that the patient had not been using the pump for a year. The reporter felt the patient was overmedicated and indicated that the pump was unnecessary. It was stated that the patient's doctor had been recently questioned for overmedicating patients. Since going off, the patient was doing fine. The reporter inquired if the pump could be left implanted in the patient's body. At the time of report, the pump had saline in it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that the patient 's care was transferred to another facility in 2015. Normal saline was placed into the pump on (B)(6) 2015. It was unknown when the patient first started experiencing the overmedicated symptom.

Event description:
Additional information received from the patient's sister. It was reported that the pump was filled with the saline. It had not been used in at least for year. The patient's sister felt the patient was on too much medications (felt she was over medicated) and therefore requested the pump to be filled with saline. The caller stated that since, the patient has been doing much better and is off all opioids. They do not have a managing physician for pump as its not being used anymore. The patient's sister just felt the medication (dilaudid) in the pump was more than the patient needed. Patient's sister had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.